Event description:
Patient reported right side implant 'slipped down' and raynaud's phenomenon. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "raynauds phenomenon" and "malposition" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynauds phenomenon and malposition.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient representative reported that "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement." Patient has not been diagnosed with bia-alcl. The device has been explanted.